Manufacturer narrative:
(B)(4). Event site name exceeds character limitations: (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during the procedure the sealing ring cracked of the vasoview hemopro 2 and fell off. The breakage happened on inserting the tool into the harvesting cannula. There was a procedural delay. No patient harm occured.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, b5, g3, g6, h2, h6, h11. Corrected section h6 (investigation findings) 3221 corrected to 4248. The device was not returned to maquet cardiac surgery for investigation; however, a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed on the sealing ring. The sealing ring was observed to have a rupture by the center hole. No other visual defects were observed in the photograph. Based on the non-return of the device as well as the photographic evaluation, the reported failure "break" was confirmed. The lot # 3000494795 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during the procedure the sealing ring cracked of the vasoview hemopro 2 and fell off. The issue is shown in the attached photos. The breakage happened on inserting the tool into the harvesting cannula. There was a procedural delay. No patient harm occurred. No part of the sealing ring shall fall into the patient.